Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon removing the balloon from the inner packaging the balloon material allegedly detached from the catheter. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the proximal segment of the device was returned with a complete detachment at the proximal balloon joint. A complete detachment of the inner guidewire lumen was noted. The detached distal segment was not returned. Therefore, the investigation is confirmed for both balloon and catheter detachment. The definitive root cause for the catheter or balloon detachments could not be determined based on the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.

Event description:
It was reported that upon removing the balloon from the inner packaging the balloon material allegedly detached from the catheter. Another balloon was used to perform the procedure. There was no patient contact.